Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Triathlon ankle clamp broke when surgeon removed the instrument from the patient during tibial alignment. The alignment process was over so there was no delay in surgery or effect to the patient. No other instrument was required to complete the procedure.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: -device evaluation and results: visual analysis indicated that the one of the device flippers fractured. The device was manufactured to the g revision. -medical records received and evaluation: not performed because no patient information was provided. In addition, it is believed patient factors did not contribute to the reported event. -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been 3 other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. CAPA (B)(4) identified the root causes to include insufficient design review procedures at the time of development, insufficient risk analysis, and inadequate material selection. In addition to changing the material, a dfmeca and a risk table were created to properly migitate all potential failure modes. The CAPA was closed on 10-mar-14.

Event description:
Triathlon ankle clamp broke when surgeon removed the instrument from the patient during tibial alignment. The alignment process was over so there was no delay in surgery or effect to the patient. No other instrument was required to complete the procedure.